Event description:
A malfunction on the tandem source pump was reported, identified by the customer as a malfunction code 199. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.